Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient developed deconditioning and decrease in functional status while under hospice care and opted to have the vad turned off. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient who had been hospitalized for a previously reported ongoing right pleural effusion on (B)(6) 2017. Upon presentation, the patient was also noted to have a previously reported ongoing driveline (dl) exit site infection and was on long term suppressive antibiotics therapy and was under home hospice care. The patient's right pleural effusion was treated with the insertion of a "pleurx catheter".  The patient was further noted to have a class iii-IV functional status that was more limited by physical deconditioning, worsening heart failure, parkinson's disease and chronic pain; rather than cardiovascular symptoms. The patient no longer wished to be part of the decision making at this point and did not want to discuss his/her prognosis. The patient and his/her spouse felt that they wanted to focus on his/her quality of life. The patient's medical team agreed that, in light of the patient's condition and wishes, that no further follow ups were warranted. The patient experienced low flow alarms on (B)(6) 2017 but did not want to come in to be evaluated. The patient was instructed to hold his/her diuretics and to push fluids. The patient decided to have the vad turned off on (B)(6) 2017 with comfort measures and expired on the same day. The site reported that the patient's chronic recurrent right pleural effusion and the dl exit site infection were ongoing at the time of the patient's death. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or to the implant procedure. No further information has been provided.

Manufacturer narrative:
Corrected field: this event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.